Manufacturer narrative:
After battery installation, device powered up with a frozen medtronic logo screen. Device was received with water on the inside of the lcd window. In addition to this, there is corrosion around the battery connectors and mold on the terminal of the keypad flex cable. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the frozen screen. Device was also received with a crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had critical pump error with open book image. Customer reported that they received insulin pump error alarm. Customer was in a boat when it started giving her the alarm. Customer reported that there was cracked on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.